Manufacturer narrative:
The pipeline flex with shield braid returned without the pushwire. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. No other anomalies were observed.based on the customer¿s photos, the pipeline flex shield was confirmed to have failure to open at the proximal end due to damaged braid. However, based on the returned device, the pipeline flex with shield was not confirmed to have failure to open as both ends of the pipeline flex shield braid appeared to be opened and moderately frayed. The damage to the braid on the ends of the pipeline flex with shield is likely the results of the physician re-sheathing the device more than recommended two times. Possible contributing factors of failure to open include damage to the braid and patient tortuous anatomy. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of two pipeline flex with shield devices. The pipeline flex with shield (ped2-475-14) was reported to have failed to open at the proximal section and encountered difficulties with resheathing. This device was resheathed more than 2 time within the m1 and was open more than 20 minutes before "unsheating". The user also used the torquer a few times to torque. The pipeline¿s proximal and middle sections were placed in a bend. More than 50% of the device was deployed when it failed to open. The device was removed. Upon assessment of the removed device, the pipeline still failed to open and had fresh blood formation on the stent. A pipeline flex with shield (ped2) was placed, however, the proximal part did not expand. The proximal part was stretched between 2 curves and therefore did not allow the device to expand. A balloon was used to open the proximal part and to migrate the proximal landing zone a bit distal to have a good opening of the pipeline and achieve neck coverage. The ped2 was placed; the physician did not have issues with the device's wall apposition. A control angio was performed and the intervention was completed. The patient was on dual antiplatelet treatment (dapt). The patient was reported to be asymptomatic post the procedure. The patient was undergoing endovascular treatment of a ruptured, left ophthalmic segment aneurysm that was saccular. The max diameter was 2mm and the neck was 2mm. The distal landing zone was 4.17mm and the proximal was 4.4 to 4.5mm. The vessel tortuosity was normal. The devices were prepared per the instructions for use (IFU).